Event description:
It is reported that the patient underwent an aspiration that revealed high cobalt and chromium level. The patient underwent a revision surgery due to pain, osteolysis and metal corrosion.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.